Event description:
It was reported that a patient with a basilar tip aneurysm was treated with a fred 27 stent on (B)(6) 2020. While in the hospital, on (B)(6) 2020, the patient fell down, frothing at the mouth in the bathroom and became unresponsive to calls. The patient was intubated because of decreased blood pressure and poor oxygenation. Bradycardia pulseless electrical activity (pea) was noted and the patient was resuscitated with CPR. The patient was thoroughly examined and the cause could not be determined. After that, the patient regained consciousness, but their respiratory condition was unstable. A tracheostomy was therefore performed. The medications clopidogrel, warfarin, and aspirin were administered. The patient was transferred to another hospital on (B)(6) 2020. The relationship to fred 27 is unknown, but it was the physician's opinion that it could not be ruled out.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis; procedural or post procedural imaging was not provided. The event cannot be confirmed.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis; procedural or post procedural imaging was not provided. The event cannot be confirmed.

Event description:
It was reported that a patient with a basilar tip aneurysm was treated with a fred 27 stent on (B)(6) 2020. While in the hospital, on (B)(6) 2020, the patient fell down, frothing at the mouth in the bathroom and became unresponsive to calls. The patient was intubated because of decreased blood pressure and poor oxygenation. Bradycardia pulseless electrical activity (pea) was noted and the patient was resuscitated with CPR. The patient was thoroughly examined and the cause could not be determined. After that, the patient regained consciousness, but their respiratory condition was unstable. A tracheostomy was therefore performed. The medications clopidogrel, warfarin, and aspirin were administered. The patient was transferred to another hospital on (B)(6) 2020. The relationship to fred 27 is unknown, but it was the physician's opinion that it could not be ruled out.